Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port was received for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The port stem was noted to be broken and deformed. The edges of the complete circumferential break on the port stem were noted to be jagged and the port stem was noted to be to be flattened on the proximal end. Also the product instructions for use states "do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats)". Therefore, the investigation is confirmed for the reported fracture, material separation, deformation and incorrect procedure issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use was reviewed: the current instructions for use indicates, "do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats)". H10: b5, d4 (expiry date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port device implant procedure, the port stem was allegedly bent. It was further reported that the port stem was allegedly broken. Reportedly, the hemostat was used to hold the port during connection. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during port device implant procedure, the port stem was allegedly bent. It was further reported that the port stem was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.